Event description:
It was reported that a crystalens at50ao was exchanged for standard monofocal lens five weeks postoperatively to address asymmetrical vaulting. Prior to the lens explantation the surgeon performed a repositioning of the lens. This event refers to the pt's left eye. According to the surgeon the most likely cause of the asymmetrical vaulting was capsular contraction syndrome. It should be noted that bcva prior to lens exchange was 20/25. The most current ucdva is 20/20- and pt prognosis is good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.